Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that multiple cartridges leaked. Reportedly, the customer fills the cartridge with the full amount of insulin; however, it could not be confirmed if the cartridges were overfilled. The customer's blood glucose level was 446 mg/dl with ketones and it was addressed with a manual injection. The contact indicated that a new cartridge would be loaded.